Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was unable to duplicate the reported failure. However, the stm replaced the fiber optic lamp based on the service manual recommendation to correct the customer's observation of maintenance code #9. The stm then tested the fiber optic sensor which passed to specifications. The iabp passed all functional and safety tests per factory specifications and was subsequently returned to the customer as cleared for clinical use. (B)(6).

Event description:
It was reported that prior to use on a patient, cs300 intra-aortic balloon pump (iabp) generated "maintenance required # 9". There was no patient involvement and no adverse event was reported.